Manufacturer narrative:
Correction: upon further review, follow-up report number 001 was submitted with an incorrect date. The correct date the manufacturer received the information submitted in follow-up number 001 was 08-apr-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 06-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient did not perceived stimulation anymore. Regarding factors that may have led or contributed to the issue, it was noted that an MRI of the lumbar spine had been performed, and the radiologist was not aware that the patient had an ins. In the first programming session on (B)(6) 2018, stimulation was reported to be on. An impedance check was performed and there was high impedance greater than 4000 ohms when electrodes were tested against each other, and impedance was in the range of 1300 to 1500 ohms when electrodes were tested against case. No stimulation was possible in bipolar mode. When stimulated in unipolar mode, the patient felt stimulation in the abdomen and legs. No actions or interventions had been taken to resolve the issue yet as of (B)(6) 2018, and the issue was not resolved. The healthcare professional decided to perform intraoperative troubleshooting on (B)(6) 2019. An intraoperative impedance check of the lead would be performed. If the lead was intact, the ins would be replaced and connected to the existing lead. If the lead was broken, a new lead would be implanted. All explanted components would be returned to the manufacturer for analysis. The patient was alive with no injury. The issue occurred during normal use. It was noted that the correct implant date of both the lead and ins was still unknown. It was also noted that no information on the MRI was available.

Manufacturer narrative:
Concomitant medical products: product ID 388928 lot# 0211321812 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the electrode showed no intraoperative damage. The impedance values were all good intraoperative; therefore, the patient got a new ins. It was noted that issue was now resolved. It was also noted that the explanted ins was discarded.